Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not close. The jaws also appeared to be damaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.095¿ offset at the tips. Additional observation not reported by site: the instrument was found to have a broken molded insulator. The molded insulator was broken at the base of the grip. The broken section measured approximately 0.045" x 0.059" and was not returned. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. The complaint was confirmed by failure analysis.